Event description:
It was reported that approximately two weeks after implant the patient developed an infection in their blood. The implantable cardioverter defibrillator (ICD) and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead (B)(6) 2014; 419688 lead (B)(6) 2014. (B)(4).